Event description:
Information was received from a patient (pt) on (B)(6) 2026 regarding an external device. The reason for call was patient reported their controller had ceased to function, the screen was black and not responding. Pt said they had charged the controller because they normally charged their implantable neurostimulator (ins) 3x a week. Pt said the issue started saturday night. During the call, agent walked the caller through hard reset of the controller. Agent had the pt remove the battery pack. Agent asked, pt confirmed no visible damaged on the controller battery compartment pins. Pt confirmed the controller screen power up after plugging from ac power supply and saw green light blinking after putting back the battery pack. Pt mentioned seeing no device found message. Agent had the pt start the ins charging session, and under the no device found message pt was advised to select recharge. Pt said they got trying to recharge screen, and the middle number was jumping from 96 to 93. Agent adv the pt to hold the paddle position, after a few minutes the pt confirmed they got the normal charging screen. Controller battery was showing 60% charged. Agent had the pt continue charging their ins until full. The troubleshooting steps that were taken on the call resolved the issue. No symptoms were reported. Patient (pt) called back and repeated details from original call. They were having charging issues and said the issue is persisting and says they keep having to reset the controller and says the recharger telemetry module (rtm) gets hot and says to replace the controller battery. A request was sent to repair to replace the rtm.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial#: (B)(6) ; product type recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.